Manufacturer narrative:
Insufficient information has been provided to allow for investigation. No photographic images were provided to the zipline territory manager to assist in the investigation. Requests for additional information were delivered, but no response was received.

Event description:
Following completion of a total knee arthroplasty, the surgeon performed surface closure with a zipseal 24 convenience kit, which consists of a zipline zip 24 surgical skin closure device and cardinal health liquiband octyl 0.8ml skin adhesive. Per the zipline territory manager, the physician reported that the patient developed a blister under the zip device. The surgeon chose to re-admit the patient and perform irrigation and debridement of the blister.